Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, glucose values on g5 mobile app and receiver do not match. Data was returned and evaluated. The reported event was confirmed via data. A probable cause could not be determined. No additional event or patient information is available.